Event description:
A us distributor returned a monitor and reported it cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. The battery was unable to hold a charge. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.